Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The insulin pump had compromised force sensor system alarm during prime test due to faulty force sensor resistor.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.